Event description:
Customer reported a button error alarm on the insulin pump. Customer also reported difficulties getting the insulin pump out of suspend. Customer stated that she was exercising for an hour. Customer's current blood glucose reading is 116 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an act button not responding due to corroded keypad trace. No button error alarm noted. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.